Manufacturer narrative:
As received, a complete lead was returned in one piece with the extraction tool stuck in the lead. Visual inspection did not reveal any anomalies with the exception of damages consistent with procedural damage. X-ray examinations did not reveal any anomalies. Electrical tests did not reveal any discontinuities or shorts on any conduction paths. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The lead was explanted and replaced. Additional information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
An increase in pacing impedance and an increased capture threshold on the right ventricular (rv) lead were noted. Lead replacement is anticipated. The patient was stable with no adverse consequences.